Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. At an unspecified time during the event, the cgm was 350 mg/dl and her bg was at 150 mg/dl, causing her omnipod pump to deliver too much insulin in her body. An unspecified time later, while the patient was talking to her daughter in the kitchen, she suddenly felt unwell with low energy. The patient experienced constant headache and passed out. The cgm value at that time was not provided. There was no report whether a bg was checked at that time. The husband called an ambulance and she was transported to the hospital. She spent a few hours in the emergency department (ed) and was discharged after fewer than 24 hours. The patient could not recall medication received or testing performed. She could not remember most of the episode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.